Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in-clinic follow-up, noise was observed. Isometrics and pocket manipulation were performed but noise was not reproducible. No changes in lead function were noted. Patient was asymptomatic and will be brought back within 3 months to monitor for further episodes. Patient is in stable condition.

Event description:
New information received indicated that the rv lead was replaced on (B)(6) 2017. No further information is available.